Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported skin irritation cannot be confirmed. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states, "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. Patient stated she was experiencing bright red skin at the site of sensor patch adhesion. On (B)(6) 2015 the patient went to the doctor and was advised that the irritation may have been caused by the acrylic in the adhesive. The doctor recommended the patient try using tegaderm. At the time of contact, no injury or further medical intervention was reported.